Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
During pacer interrogation prior to an MRI, it was noted that patient's r waves have decreased significantly since implant. Patient was seen by ep physician on (B)(6) 2013, one day after MRI procedure. Source documentation indicates that patient is predominantly a paced and asymptomatic. Patient will be monitored to assess if r waves continue to decrease along with increased thresholds. If so, lead repositioning will be considered at that time.